Manufacturer narrative:
Additional information received on february 26, 2025, indicated that the mammogram examination did not detect a left-sided rupture but confirmed a definite rupture on the right side. Preoperative and postoperative evaluations also indicated a right-sided rupture. As a result, the patient underwent bilateral removal and mastopexy on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a primary breast augmentation with a mentor memorygel 350cc silicone prosthesis is experiencing a left-sided local reaction post-implantation. The patient reports symptoms including swelling, significant pain localized to the left breast, with additional discomfort noted in the armpit area and behind the nipple on the affected side. At the time of this report, mentor has not received any information regarding an explantation or an anticipated explantation date for the patient.

Manufacturer narrative:
Additional information received on february 12, 2025, indicated that the patient also experienced bilateral symptomatic ruptures. As a result, patient scheduled for bilateral removal on (B)(6) 2025. Reason for device explant and/or reoperation: symptomatic rupture, local reaction manufacturer¿s reference number: (B)(4).